Event description:
It was reported that tx connection issue occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of tx connection issue occurred. Is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that tx connection issue occurred. The product was evaluated. An external visual inspection was performed and no damage. Perform voltage test was performed and failed. Data log analysis was performed and failed. A review of the share logs was performed and loss of connection was found within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss over an hour. The reported event of a tx connection issue occurred is reportable based on the finding of a loss of connection was found. No injury or medical intervention was reported.